Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient did not feel well and lost consciousness. The cgm was reading 74 mg/dl and the blood glucose reading was 24 mg/dl. The patient's partner administered emergency injection: glucagon hypokit 1 mg. At the time of the report, the patient was at baseline. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.